Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The part was returned to the manufacturer for investigation: it was determined: root cause: the defective u1 on the airflow sensor pcba and defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the oxygen flow accuracy test (pvt test 6) at the zero point specification. There was no patient involvement.